Manufacturer narrative:
Date rec'd from MFR: 13oct2019. This complaint was caused by cold solder on the piezo buzzer ls1 pcba at both leads of the 330 ohm resistor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a backup alarm failure. The unit was in use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 20sep2019. Date of report: 23sep2019. The service technician performed troubleshooting and confirmed the reported problem. The unit generated a 1104 (backup alarm failure) error code. The service technician performed a visual inspection of the unit and didn't find any anomalies, it was then considered that the failure have been generated by a failure in the backup alarm audio device. The service technician replaced then the central processing unit (cpu) board to resolved the problem. The unit was checked overall and passed the functional and run in tests. No other abnormalities were found. The unit generated a 1104 (backup alarm failure) error code. Unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a backup alarm failure. There was no patient involvement.